Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to facscalibur cytometer 4 color basic ivd, part # 342975, serial # (B)(6) . Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 10aug2020 to 10aug2021. Complaint trend: these are the nine complaints related to a waste leakage not contained within the instrument, date range from 10aug2020 to 10aug2021. Manufacturing device history record (DHR) review: DHR part #342975 serial # (B)(6) , file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to a worn waste connector. The customer had noticed and reported the leakage, and requested for a local engineer to perform the repair for epidemic prevention and control reasons. A tsr (technical service representative) assisted the customer in identifying the issue, and they discovered that the waste pipe of the injection needle was leaking and the connector was corroded. The customer had a spare connector onsite, so they replaced the part. No parts were requested for evaluation as the replaced part is not returnable and was discarded. After the repair, the instrument was tested and the customer confirmed that it was functioning as expected with no further leakages. Although there was a leakage of biohazard which can pose a risk of contamination upon skin contact, the customer confirmed that they had not come in contact with the leakage and were not harmed in any way. Additionally, there was no leakage of fluid, so there was no increased risk of exposure. Proper daily and monthly cleaning and other maintenance can help maintain a healthy fluidics system and identify risks before an incident. Details on these procedures and the proper use of the instrument can be found in the bd facscalibur¿ instructions for use, 23-12911-02 rev. 1/vers. A. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 26nov2010. Defective part number: n/a. Work order notes: subject / reported: pi-342975-facscalibur-leaking. Problem description: the facscalibur instrument leaks under the fluid path drawer. Due to epidemic prevention and control reasons, the client's school requested a local engineer from weihai to come and repair it. Need phone assistance (B)(6) . Work performed: remotely instructed the customer to perform the inspection. The waste pipe of the black recoil injection needle was leaking and the connector was corroded. It was normal after replacement. Cause: waste liquid leaks under the instrument solution: remotely instructed the customer to perform the inspection. The waste pipe of the black recoil injection needle was leaking and the connector was corroded. It was normal after replacement. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 342973-01ra, rev. 01/vers. A, bd facscalibur failure mode and effect analysis was reviewed. The severity rating in this file is ¿5¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby a waste leak is obvious or indicated by additional (warning) information and hence the impact to the patient is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? ¿yes ¿no. Item: sheath reservoir 05-10084-00. Function: hold sheath. Potential failure mode: potential failure mode: sheath fluid leaks on floor. Potential effects of failure: damage to the environment. Potential causes/mechanisms of failure: sheath tank breaks or leaks from seams. Current controls: current controls. Recommended actions: n/a. Responsible party: n/a. Target completion date: n/a. Actions taken: n/a. Sev: 5. Occ: 3. Det: 3. Rpn: 45. Mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a worn waste connector. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a worn waste connector. The tsr assisting the customer instructed them to perform the inspection. The customer found that the waste pipe of the injection needle was leaking and the connector was corroded. The customer had a connector onsite, so they replaced the part. After the repair, the customer reported that the instrument was functioning as expected. No one was harmed or injured, and no further leaks occurred. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h10.

Event description:
It was reported that biohazardous waste leaked under the instrument with a bd facscalibur¿ flow cytometer. There was no user impact. The following information was provided by the initial reporter, translated from chinese to english: the facscalibur instrument leaks under the fluid path drawer. 1. Is the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was the fluid spraying under force? No. 4. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. 5. Did the leaked liquid have bleach mixed in? Unknown. 6. Was anyone injured due to the leaked liquid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that biohazardous waste leaked under the instrument with a bd facscalibur" flow cytometer. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the facscalibur instrument leaks under the fluid path drawer. Is the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was the fluid spraying under force? No. Is leaked liquid type known? Biohazardous or non-biohazardous? Biohazardous. Did the leaked liquid have bleach mixed in? Unknown. Was anyone injured due to the leaked liquid? No.